Event description:
It was reported that left ventricular capture management on the implantable cardioverter defibrillator (ICD) had not adapted in several days. Reprogramming of the safety margin was attempted to provoke a successful capture management test but the changes could not be confirmed. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).